Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) displayed the "system error, out of service, revert to manual CPR" error message was confirmed during initial functional testing but unable to confirm in the archive data. The root cause for the system error was due to the defective processor board, as a result of the device's aging. The autopulse platform is a reusable device that was manufactured in january 2011 and is 11 years old, well beyond the expected service life of 5 years. During visual inspection, there was no physical damage observed on the autopulse platform. The archive data could not be read, data was corrupted due to the defective processor board. During the initial functional test, the platform displayed a "system error, out of service, revert to manual CPR" error message during power on, thus confirming the reported complaint. To remedy the error message, the defective processor board needs to be replaced. Waiting on customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During shift check, the autopulse platform (serial # (B)(4) displayed "system error, out of service, revert to manual CPR " message upon powering on. No patient involvement.